Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3366 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when inserting the 2fr PICC catheter, it was identified that it has a rupture more or less at 5cm after the butterfly, before the removal of the mandrel. No other information was provided.